Event description:
A triple channel colleague pump was involved in a patient's death. The nurse manager reported that nurse had obtained a syringe and colleague pump syringe set containing intralipid of unknown concentration to be delivered by the pump. The nurse attempted to "thread" the tubing into the channel and she had experienced difficulties. The tubing was not inserted into the channel and was left with opened clamps. As a result, the patient received 40ml of intralipid in twenty minutes. The patient expired. The nurse manager reported that the patient had been in the hospital with multiple health problems in very critical condition. The patient was reported to have a "maximum ventilator and blood pressure support". Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics and diagnosis, channel involved, names and rates of other medications involved, or set up of the infusion device.